Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was failing pressure occlusion.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal is intact. High alarm displayed: downstream occlusion error was found in event log. The reported "failed pressure occlusion" problem was duplicated. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the defective downstream occlusion sensor will be replaced. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received: no patient incident involved with this pump. Unit failed pressure occlusion during testing.